Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the white residue clogged in the air/water channel and auxiliary channel could not be established. A root cause could not be identified. Based on the results of the investigation, the cause of the e216 communication error was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had an e216 communication error. Additionally, there was white residue clogged in the air/water channel and auxiliary channel. There was no patient involvement.